Manufacturer narrative:
The actual complaint product used on the patient was not available for evaluation. Representative samples from each possible lot were tested and met specification for appearance, ph, and assay. Root cause could not be determined. All information reasonably known as of (B)(6)2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The exact lot number involved in this event is unknown. The device history record for potential lots 30060846, 30057604, and 30063592 were reviewed and the products were produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced seven different incidences, which were associated with separate units, involving seven different patients. This is the fifth of seven reports. Refer to 3006646024-2020-00018 for the first report. Refer to 3006646024-2020-00019 for the second report . Refer to 3006646024-2020-00020 for the third report . Refer to 3006646024-2020-00021 for the fourth report. Refer to 3006646024-2020-00023 for the sixth report. Refer to 3006646024-2020-00024 for the seventh report. It was reported that a patient developed angioedema. No further patient or event specific information was provided.